Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the identification of the returned screwdriver could be confirmed based on the catalog # and the lot # marked. The tip of the instrument is broken off. Part of the missing fragment could be observed on the damaged screw head (concomitant product). The analysis of the broken surface give indication of a sudden brittle fracture, visible by the absence of deformation and the regular breakage. The fracture was most probably a result of excessive bending and/or torsional load applied to the screwdriver during the screw implantation. Dimensional and material integrity inspection showed the instrument to be according to specification. Based on investigation, the root cause was attributed to an user related issue. The failure was probably caused by excessive bending and/or torsional load applied to the depth gauge while implanting the screw, without the instrument being placed as advised. As a reminder, the operative technique clearly state that: ¿the depth gauge should be placed perpendicularly to the bone surface. In the case of an angulated measurement, subtract appropriately to ensure a well seated screw head.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the head of the screwdriver/measuring device, broke off in the head of the autofix 2/2.5 screw. Measures/actions taken to complete the procedure: change of screw and screwdriver with a new ancillary".

Event description:
As reported: "the head of the screwdriver/measuring device, broke off in the head of the autofix 2/2.5 screw. Measures/actions taken to complete the procedure: change of screw and screwdriver with a new ancillary".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.